Event description:
It was reported that the bed stuck in a raised position due to malfunctioned angle sensors. No patient involvement or adverse consequence were reported.

Manufacturer narrative:
Angle sensor.